Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history for listed parts revealed no prior complaints for this failure mode with the same batch number. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Products were sterilized according to sterilization release documentation from quality control. Based on the limited information provided, a thorough medical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.